Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A double chamber pacemaker was implanted with adequate electrical parameters. Then, in the post-op room, the ventricular lead had low sensing and threshold. Lead re-positioning is anticipated. The patient was stable.

Event description:
Further information was received indicating the lead was re-positioned due to a dislodgement one day following implant. The patient was stable.